Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a. Patient information: no specific patient information was provided by the customer.

Event description:
The customer reported multiple discrepant and falsely depressed sodium results on the architect c16000 analyzer while using the aero ict module. The customer provided the following initial results and repeat results tested on a second analyzer and indicated their normal range is 136 to 145 mmol/l. (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
The customer provided sample ids for the questioned results. Patient identifier changed to multiple. The following sample ids are being provided matched to the results reported in the initial medical device report within describe event or problem. Describe event or problem. No new samples or results are being provided. (B)(6). Multiple parts were replaced during troubleshooting and service of the analyzer including the ict module, bellows and poppet valve. The architect c1600260 instrument logs were reviewed and did not identify conclusive information to identify a specific cause for the falsely depressed results. However, this review found multiple occurrences of aspiration errors which could indicate a sample integrity or handling issue. A review of the architect serial (B)(4) service history identified no additional contributing factors and no subsequent issues have been reported since the parts were replaced. A complaint search for ict module lot 170809 found no other complaints. A review of complaint and trending data for ict module, bellows, and poppet valve identified no issues or trends. A review of the tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the issue described in this complaint. The architect c16000 erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 analyzer was identified.